Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit¿ ii syringe there was an issue with leakage. It was stated by the consumer "leakages occur during administration of iron from the plunger of the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: DHR review for lot 1801149: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2024 (january 11th - 13th, 2018). Syringes were assembled in machine, nº4255, nº4254, nº4237, and nº4220, in lot #7354881 (january 8th ¿ 15th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7354628, #7346933, #7353650, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7354630, #7346937, and #7353659 and no problems, defects or qn related to the reported issue were found. We have been provided with the 800 reference samples. Bd has carried out a leakage test with 100 samples and determined that the samples did not present the reported defect. Bd could not confirm the reported issue. We can ensure that the probability of finding this kind of defect is a very low issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported with the use of the bd discardit¿ ii syringe there was an issue with leakage. It was stated by the consumer "leakages occur during administration of iron from the plunger of the syringe.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd discardit ii syringe there was an issue with leakage. It was stated by the consumer "leakages occur during administration of iron from the plunger of the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.